Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. It was noted on (B)(6) 2013 that there was inappropriate therapy delivered due to oversensing noise on rv lead. Suspect fractured rv lead. Device therapy turned off, patient is awaiting for rv lead revision. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2),